Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'failed rate" was reproduced. The device was tested for flow accuracy and over delivered with 5.5175 percent error. A review of history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment and m2/m3 springs. The pressure plate requires adjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.